Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional, materials, and functional analysis could not be performed as the device was not returned. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's left hip was revised because the cup became loose. Surgeon removed the cup, liner and head from the patient and put in a revision cup with mdm. Primary surgery was reported to be (B)(6) 2014.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 58 trident tritanium cup. An event regarding loosening involving an unknown tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, x-rays, operative reports, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised because the cup became loose. Surgeon removed the cup, liner and head from the patient and put in a revision cup with mdm. Primary surgery was reported to be (B)(6) 2014.